Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she had been experiencing high blood glucose. Customer's blood glucose was 244 mg/dl, customer's blood glucose at time of call was 436 mg/dl. Customer treated her high blood glucose with insulin pump and insulin injections. During troubleshooting, customer mentioned there was irritation on her site. Customer declined the high pressure test. After troubleshooting, customer was advised to monitor the insulin pump. Customer will not be returning the device for analysis.